Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG monitoring failure" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, full functional testing, and ECG stress testing without duplicating the report. The defib connector was replaced as a precaution. The device was recertified and returned to the customer with a new multifunction cable. The multifunction cable used were not returned as part of this investigation. The customer was advised to discard the multifunction cable. Analysis of reports of this type has not identified an increase in trend.